Manufacturer narrative:
Model number/catalog number: sc-2366-50, serial number: (B)(4), batch/lot number: 13927647 / 13927647, model/catalog description: linear 3-6 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation following a lead revision procedure. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.